Event description:
It was reported that after the introducer sheath was inserted into the patient's femoral artery, the sheath body separated from the hub. The separated sheath portion was successfully removed by radiological intervention. There were no further complications.